Event description:
The customer reported a failure to charge this device. No patient involvement.

Manufacturer narrative:
(B)(4): a follow up report will be submitted upon completion of the investigation.